Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [blurry] was confirmed. According to henke: scope evaluated as a level 3. Bent needle, distal tip damage, broken lenses in system, scratches on needle, residue on external optics. Probably root cause for this failure is: due to customer use and handling. The failure mode will be monitored for future reoccurrence. The manufacture date is not known.

Event description:
It was reported the there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the there was blurry image during procedure.